Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An administrator reported the aberrometer lock broke and the aberrometer is now loose on the microscope.

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was confirmed. The dovetail was replaced and the aberrometer was repositioned to resolve the issue. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. A broken dovetail handle is likely attributed to user handling. However, this is unable to be determined conclusively based on the information obtained for this investigation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the bracket defect was noted upon initial set up and the system was not used that day.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).